Event description:
It was reported that the ultrasound gastroscope presented with a stuck axios prothesis in the instrument channel. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign objects come out of the distal end. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred due to the clogging of the instrument channel and channel mount unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.